Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error. The customer's blood glucose was 140 mg/dl. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Failure analysis revealed that button response functioned properly. However, found corrosion on the keypad traces. No button error alarms noted during testing. The insulin pump has cracked case on the lcd display window corners, minor scratches on lcd display window, cracks on the battery tube threads, cracks on the reservoir tube lip, and scratches on the reservoir tube window.